Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported incomplete coaptation/slda appears to have been a result of challenging patient anatomy. The reported tissue damage and unchanged mr appear to have been cascading events of the slda. The reported unrelated death appears to have been a result of patient conditions. The reported patient effects of tissue damage, unchanged mr, and death as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet and tissue damage. It was reported that this was a mitraclip procedure to treat severe degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve however during grasping, the posterior leaflet fell out multiple times. The cds was removed and more medial mr was noted and tissue injury was suspected. A new cds was advanced and placed medial to the suspected tissue damage. Shortly after deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr remained at 4+. Possible leaflet damage was noted. Per the physician, the slda was due to the friable leaflet tissue. Surgical intervention was not performed and the patient died. Per the physician, the death was not related to the mitraclip device. No additional information was provided.